Event description:
A malfunction alarm, identified as malfunction code 24, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump or manual injections to ensure continuous insulin delivery. Tandem technical support arranged for a replacement pump to be sent and provided the customer with instructions on storage mode for the current pump and return procedures. The customer acknowledged understanding of these instructions.